Manufacturer narrative:
The fracture faces of both active and return sides of the loop indicate signs of a mechanical fracture. It is not possible with the information provided to determine what has caused the fracture.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016. During the procedure, the loop of the device detached and fell into the patient. The fragment was easily retrieved. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.